Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced a pocket infection. The icm had been implanted approximately forty-three days. The patient was hospitalized for administration of antibiotics and icm removal. At the time of the surgery, one suture was performed in the pocket area with absorbable thread, but the thread was not there at the time of removal, and it was unclear whether it had dissolved (due to the absorbable thread) or been detached. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.